Event description:
It was reported that after the implantation of an aveir dr system after having closed out the access site, it was found that the right atrium leadless pacemaker (ralp) exhibited low pacing impedance, high capture thresholds, and failure to capture. The physician elected to reposition the ralp. The patient was recovering following the procedure.